Manufacturer narrative:
Inratio precision data provided by end-user lot: first test inr=0.7; second test inr = 2.1; third test inr=2.2; mean = 1.66; sd=0.83; %cv=50%. The %cv is greater that 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested. Technical support updated this case on 07/26/07 and 07/30/07. Per text" 07/26/2007 called and left v/m trying to obtain lot#..., 07/30/2007. Called and left v/m attempting to obtain lot#...." Technical support made two attempts to obtain strips to lot number, but customer didn't respond. Insufficient information available. Further testing cannot be performed.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 0.7; second test inr = 2.1; third test inr = 2.2.